Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that her daughter's insulin pump had a display anomaly. Customer reported that display began to fade in some areas and was blank in others. Customer's blood glucose was unreported. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device passed functional tests including displacement and self tests. No faded, missing segments or partial displays were noted. (B)(4).